Manufacturer narrative:
Results: no sample or photo sent in for investigation. There were 51 visual inspections performed on batch 4181641 on (B)(4) parts with zero defects noted. Based on the defect description, this is most likely an epoxy splatter on the cannula. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the customer found white foreign matter on the 19 g bd¿ 5 micron filter needle 1 1/2 in. There was no report of injury or medical interventions.